Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Upon battery installation, unit displayed critical pump error (open book). Unable to download history files and traces using thump software due to open book. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to open book. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that the ingress of fluids corroded electronic assemblies and vibrator harness board leading to open book. Problem isolated to electronic assembly. Unit was received with the following cosmetic damages: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, keypad overlay texture damage, and pillowing keypad overlay. In summary, customer allegation for cosmetic damages (cracks) on the pump was confirmed during visual inspection when cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, and cracked keypad overlay were noted. In addition, unit was received with critical pump error (open book) due to moisture damage on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on belt clip rail. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.